Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
Based on the information collected to date, it has been clarified that the high-pressure oxygen tube of a ventilator burst. No personal injuries were reported. The rupture occurred near the hospital central oxygen supply outlet. A photo provided by the site showed that the oxygen hose had been manipulated and repaired with a non-original hose clamp. According to the ventilator event log, alarms for low oxygen supply pressure and low oxygen concentration occurred at 4:07 pm on the reported event date august 16, 2025. The ventilator was shut down by the user at 4:09 pm. The hospital reported the hose rupture at 10:40 pm; however, if the ventilator¿s internal clock was set correctly, the log time is considered the most probable time of the event. The hospital also reported that oxygen equipment in the area had an electrical leakage current of approximately 80 ma, which is significantly above the allowable leakage levels defined in iec 60601-1. A request for clarification was sent to the hospital regarding which electrically powered oxygen equipment was tested, and whether other equipment in the vicinity had been checked. No response has been received. The oxygen hose was found to have been repaired with a non-approved hose clamp. This is non-compliant with manufacturer specifications and is a known risk factor for leakage or rupture under pressure. The manipulated hose likely developed a leak, resulting in a localized oxygen-enriched atmosphere. Oxygen enrichment reduces ignition thresholds and increases combustion risk of materials that are normally not highly flammable. The reported 80 ma leakage current indicates a severe electrical fault in hospital equipment. Such a current is capable of producing arcing or sparks. While oxygen itself is not flammable, oxygen-enriched conditions allow even small sparks to initiate combustion. It is technically plausible that leakage current-induced arcing could have ignited materials in the oxygen-enriched area, contributing to hose rupture. The ventilator operated correctly by alarming for low oxygen supply pressure and low oxygen concentration, and then being shut down by the user. There is no evidence that the ventilator itself caused the hose rupture.

Event description:
It was reported that the high-pressure oxygen hose burst. There was no patient harm. Manufacturer¿s ref#: (B)(4).